Manufacturer narrative:
Catalog number is unknown. The device was reported as an unknown 32mm v40 taper head trials. It was noted that no additional information will be provided. Not returned.

Event description:
During a revision thjr it became apparent that stryker 32mm v40 taper head trials and implants would be required to complete the case. The products were not available at (B)(6) and were sourced from (B)(6) and provided to the surgical team. It was identified post surgery that some of the products (the trial heads) may not have been sterile. No patient information provided.

Manufacturer narrative:
The instructions for sterilizing non sterile instruments are given. If the trial was used in a non sterile manner as reported, these instructions were not followed. Based on the provided information it has been determined that this event is an inquiry only as the physician chose not to follow the instructions for sterilization.

Event description:
During a revision thjr it became apparent that stryker 32mm v40 taper head trials and implants would be required to complete the case. The products were not available at sx aorangi and were sourced from mcdhb and provided to the surgical team. It was identified post surgery that some of the products (the trial heads) may not have been sterile. No patient information provided.